Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info rec'd by MFR, who has not conclusively determined the cause of the adverse event. This MDR is therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any MFR products were causally related to the incident. Dr was performing a lap gastric banding and near the beginning of procedure he introduced trocar by way of the 31160h1 cannula when the shaft of the cannula came off from the valve assembly and fell into pt's abdomen area. Hosp stated that the pt was very, very large and that dr had to use a lot of pressure to make entrance; after 10 mins, dr was able to remove broken shaft. There was no adverse effect on pt; procedure was completed and pt condition post-op was stable.